Event description:
Reported via patient call center. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The patients husband called into the watchman patient call center reporting that during the procedure, the patients heart muscle was nicked. He reported that this caused a bleed, and the patients heart filled up with blood and was no longer pumping properly. The husband stated that this also caused damage to the patient liver and kidney. It was noted that the patient only has one kidney which is in stage three kidney disease. The patient was reported to have now been put on dialysis since the procedure. The husband reported the patient had a drain from her heart and was given a blood transfusion after the procedure. The husband stated the patient was moved to the cardiac intensive care unit and has since been moved to a rehabilitation facility. He reports she is having challenges with mobility. A good faith effort (gfe) was made to the bsc clinical specialist for this procedure. The bsc clinical specialist reported that there was no pericardial effusion noted on echo at the start of end of the procedure. No pericardial effusion or perforation was noted during the procedure. Transesophageal echocardiography (tee) imaging was used during the implant. Only one (1) device was used and was successfully implanted in one (1) deployment. The procedure was completed within thirty minutes (30) with no complications reported.